Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a fault was identified in the implantable pulse generator (ipg) used for deep brain stimulation, specifically affecting channel 2 at poles 9-11. After implantation of the new ipg, impedance testing revealed an abnormal (red) indicator on channel 2, poles 9-11, while pole 8 showed a normal (green) result. Repeated attempts to correct the issue were unsuccessful, including changing the electrodes between channels, which consistently resulted in the same abnormal impedance on channel 2 (poles 9-11). The old ipg was tested and showed no fault. A second new ipg was then implanted and programmed according to previous settings, with impedance testing showing no faults on this device. No environmental, external, or patient factors contributed to the issue. Surgical intervention involved replacing the faulty ipg with another new device. No patient injury was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3. Analysis of the ins (s/n: (B)(6)) found insignificant anomalies; the ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.